Manufacturer narrative:
H.6: based on the investigation results, the reported surrestimation (overestimation) of absolute count was confirmed to be a usage error. Investigation results that were performed on the indicated failure mode were the following: bhr review and later material usage data as a reference batch showing acceptable performance. Potential cause for customer reported complaint was determined to be the use of a non-bd instrument with a bd reagent, this is a not supported application as per bd trucounttm tubes IFU (part no. 23-3483(16); "intended use" section). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after using bd trucount¿ absolute counting tubes erroneous results were aquired. No reported patient impact. The following information was provided by the initial reporter: the customer observe surrestimation of absolute counting on its bd facslyric on facsuite clinical software as compared with numeration on its sysmex hematocytometer.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using bd trucount¿ absolute counting tubes erroneous results were aquired. No reported patient impact. The following information was provided by the initial reporter: the customer observe surrestimation of absolute counting on its bd facslyric on facsuite clinical software as compared with numeration on its sysmex hematocytometer.